Event description:
In 2009, the patient's father reported that the patient was hospitalized for elevated blood glucose due to a blockage (competitor infusion device) in the infusion set. The patient began use of the infusion sets 6 months ago and during infusion set headset insertion the patient experiences pain so severe there he is unable to walk for 10 minutes. One week ago, the patient began to experience blockages and it was determined that the blockage was located in the infusion set. The patient's blood glucose elevated to 570 mg/dl and he went to the hospital (type to treatment not reported). Today the patient experienced 3 blockages with 3 different infusion sites. The patient was sent samples of a different type of infusion set. Upon follow up at about 10 days later, the patient's father stated that the new infusion sets were working well for the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.